Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported during routine follow up, high thresholds were observed. Xray revealed lead dislodgement. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.